Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 2001. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
A left hip revision procedure has been indicated approximately fifteen years post-implantation due wear of the poly liner. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: implant date (B)(6) 2001. Part and lot numbers were reported as cp380300, lot s5811, however no manufacturing information could be found. Reported event was unable to be confirmed and DHR review was unable to be performed. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.